Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who had treatment of c ervical spine fracture. It was reported that the set screw plug has come out of the screw head post op. The implant level was occiput plate. There was no patient symptom reported. Explant is planned for the set screw on (B)(6) 2024. There were no further complications reported regarding the event.

Manufacturer narrative:
B2: other- revision surgery was planned for (B)(6) 2024 radiograhic image review: 2 panel view of oc fusion reconstruction: l panel sagittal reconstruction r panel magnified view, axial reconstruction difficult to see described complaint on images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis - part # 6950315 , lot # unknown visual and optical inspection revealed the female hex has been stripped. Functional check with a sample bone screw confirmed the set screw was able to thread into the head of the screw without any issue. There is some wear from the seating and tightening of the rod but no signs of off axis seating that could contribute to the screw backing out. The damage to the hex of the screw is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who had treatment of c ervical spine fracture. It was reported that the set screw plug has come out of the screwhead post op. The implant level was occiput plate. There was no patient symptom reported. Explant is planned for the set screw. There were no further complications reported regarding the event. On 2024 oct 7, update received: explant was performed on (B)(6) 2024.